Event description:
Related manufacturer reference number: 2017865-2023-04606,related manufacturer reference number: 2017865-2023-04607.it was reported that the patient expired on (B)(6) 2023. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was congestive heart failure and hypertension.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.